Manufacturer narrative:
This device is used for therapeutic purposes. Quantity 2 of model # 1883262hs, lot # 0208369195 bur 1883262hs 3pk rnd hi speed 3.2mm, lot # 0208328219, quantity 2, manufacture date: 2014-05-07, 510k: exempt (B)(4). Empty pouches were returned on (B)(4) 2014 with no devices. Thus the product analysis could not be performed. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 4 burs broke during surgery. The burs broke at the connection point to the hand piece. There was no reported impact to the patient.